Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had high blood glucose. Customer's blood glucose at the time of incident was 469 mg/dl and current blood glucose is 150 mg/dl and it also reported that customer woke up in morning and had blood glucose over 500 mg/dl. Drive support cap was normal. Customer will not return device for analysis.